Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Two (2) unused bags were returned for evaluation. Upon visual inspection by the naked eye, a white particle was detected in one of the returned bags. This particle was identified as acrylonitrile butadiene styrene (abs) under ft-ir analysis. There is a component of the bag assembly that is made from abs. As a result, the component of the bag made from abs could not be excluded as the source of the contamination. The component containing abs is purchased from an approved supplier and goes through an incoming inspection before being used in production. A device history record review was performed for the component going back two years, and this review did not reveal any abnormalities or nonconformances. The supplier of the component was notified of this report. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The investigation into this reported event is ongoing. Additional attempts to receive a sample are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: white plastic like particles found in empty and filled bags. No patient involvement.